Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. A clinical specialist visited site on (B)(6) 2025 and worked with surgeon and had no issues with phaco. Section section e1 phone number (B)(6). H3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a phaco burn. No additional information was provided. Note: this report is 2 of 5.